Event description:
It was reported that the instrument moved in the opposite direction of the surgeon's input at the console, affecting both hands. Tse advised reinstalling the endoscope to reset system settings, and this resolved the issue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument, not the universal surgical manipulator (usm) itself, moved in the opposite direction of the surgeon¿s input. The issue occurred while the surgeon¿s head was inside the surgeon console and, at the time the issue arose, the surgeon did not remove their hands from the hand controls.

Manufacturer narrative:
The reported issue was resolved though phone support. It was confirmed that the customer was advised to reinstall the camera to reset system settings, and the issue was resolved. The system was verified and ready to use.